Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was taken to the hospital for diabetic ketoacidosis. The customer's blood glucose level was 600 mg/dl at the time of the incident. Customer stated on (B)(6) 2019 she was taken to the emergency room due to having diabetic ketoacidosis over 600 mg/dl and believes it was due to her pneumonia. The customer was taken to the emergency room by her husband to treat the high blood glucose levels. The customer did not mention any symptoms. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Based on customers report customer does not allege pump was under delivering. Troubleshooting was completed and customer was notified to do a complete set change and call back if she continues to experience high blood glucose levels.